Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to the pt experiencing myopia. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: lens was returned with solution, broken haptics, scratches, and split/cracked damage observed to the optic. Results from the product history record review indicated the lens met release criteria. A lens bench test could not be conducted due to the optic damage. The lens was returned taped to the lens case lid for a different serial number lens. The replacement lens was not identified in the file. The product investigation could not identify a root cause. A lens bench test could not be performed due to the optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that the lens damage is not mfg related. Due to the presence of the surgical solution and blood, the damage is most likely customer related. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain add¿l info. A completed questionnaire has not been received. (B)(4).